Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 did not activate out of the package. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool jaws and tool handle were observed. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood were observed. The heater wire on the hot jaw was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon boot insulation on the tool jaws appeared intact. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device functionality. The resistance value measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the evaluation, the reported failure to deliver energy was not confirmed. The analyzed failure material twisted/bent was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 did not activate out of the package. A replacement device was used to complete the procedure. No patient involvement.